Event description:
It was reported that while cutting the sutures with curved metzenbaum scissors two small pieces broke off in the patient and delayed the procedure about fifteen to twenty minutes. However, the particles were removed after taking an x-ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while cutting the sutures with curved metzenbaum scissors two small pieces broke off in the patient and delayed the procedure about fifteen to twenty minutes. However, the particles were removed after taking an x-ray.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The link of the scissors is broken. The broken pieces were not received with the scissors. Unable to function test due to the broken scissors. Probable root causes could be user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.